Manufacturer narrative:
It was claimed that the device did not start. There was no patient harm. The issue was reportable as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description. The transformer and mains have been replaced. Based on prior investigations, it was concluded that the transformer thermal fuses were disconnected due to the damage of the epoxy sealant near the lead exit point. Corrective actions to correct the verified issue were implemented during week 51, 2019. The root cause of the issue related to transformer was traced to the manufacturing process at the supplier's site. Based on prior investigations, it was concluded the issue related to mains inlet might be caused be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. The root cause of the issue related to mains inlet has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref. #: (B)(4).